Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery life was only about three days long. The customer stated that he inserted a new batter the day before the call and was receiving a low battery alert at the time of the call. Customer also reported that the device did not have any date to upload. Blood glucose level at the time of the incident was 117 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.